Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a pediatric cardiac procedure on unknown date and the suture was used. Following the procedure, the patient experienced dehiscence and infection reaction. Additional information has been requested.